Event description:
It was reported that the 8800 system had a filament error at boot up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.